Event description:
Reporter reports that she purchased the "true track" meter and found that the test strips did not work in the meter, and the meter did not give a reading. Reporter states that she experienced blurring of her vision.